Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive. The customer's blood glucose level was impacted (380 mg/dl). The customer took a manual injection of insulin via a syringe.